Manufacturer narrative:
Manufacturer reference (B)(4). Device similar to device under (B)(4). Summary of investigational findings: investigation is based on description of event only since no product or imaging were provided. Based on the description of event it was not possible to conclude on this incident. At this time, there is no evidence to suggest a device related failure. There is no evidence that device was not manufactured according to spec. Cook medical will continue to monitor for similar events.

Event description:
Description according to initial reporter: excellent final result. Patient recovery after 3 days. The CT scan at one month shows a retrograde dissection with false aneurysm at the level of the bare stent. The bare stent is inside the aortic wall and retrograde dissection. Patient outcome: it was decided to retrieve the stent graft and treat the patient by open repair.